Manufacturer narrative:
This event with this device was only a malfunction and not an adverse event as initially reported; ¿adverse event¿ should not have been checked and ¿required intervention to prevent permanent impairment/damage (devices)¿ should not have been checked. Concomitant device has been added.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to a planned lead replacement procedure, the patient¿s pacemaker indicated it had a remaining battery life of 1.7 to 3.0 years. When the new lead was connected to the patient¿s implanted pacemaker the pacemaker indicated it had reached its elective replacement interval on (B)(6) 2014 which was a date prior to the pacemaker¿s implantation. The pacemaker was explanted due to suspected premature battery depletion and replaced. The patient was stable throughout.

Manufacturer narrative:
Correction: the original reported event of premature battery depletion should have been triggered false elective replacement indicator. Correction: the original device code should be (B)(4) - premature elective replacement indicator and not 1057 - premature discharge of battery the reported field event of false elective replacement indicator was confirmed in the lab. The cause of the false elective replacement indicator alert was code corruption consistent with electrocautery damage. Testing on the bench indicated normal pacer function and longevity assessment indicated that the device had normal battery depletion.

Event description:
The pacemaker was explanted for tripping a false elective replacement indicator.